Event description:
(B)(4). Initial and f/u information received on 10-jul and 10-jul-09, respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a consumer (the pt's friend) via a call center and forwarded by our local affiliate (B)(4). This case involves a female pt who developed a scar, similar to a lump, after receiving her second treatment with poly-l-lactic acid (sculptra) therapy. Therapy dates and treatment details nos. Corrective treatment, if any, was not specified. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Addendum for f/u information received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batched marketed in (B)(6). The review of the DHR ( device history records) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.